Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver boot test was performed and failed due to receiver won't turn on even a known good battery replaced. An internal visual inspection was performed and passed. Performance data was not reviewed as no data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.